Manufacturer narrative:
(B)(4): physio-control is anticipating the device return for eval and continues to investigate the reported failure. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During an inspection, it was reported that the device illuminated the three (attention, charge pak and wrench) icons and failed to power on. There was no patient use associated with the event.